Event description:
Pm 65 easy go vac. The battery charger will over charge the battery causing the battery to swell. The battery becomes hot, deforming the case of the device. This happens when the device is left on a continuous charge of greater than 4 hrs.

Manufacturer narrative:
The problem occurs when the device is left plugged into the charger for extended periods of time. Root cause is the charger does not decrease the voltage to the battery after the battery is fully charged. The charger continues to deliver a steady flow of current that eventually boils the battery acid. The battery is deformed and this inturn deforms the case of the pm 65. The damage shortens the life of the battery, and deforms the case. The device will function with the deformed battery.